Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining a control solution reading of either "115 or 113 mg/dl" with the subject meter, which fell below the target control solution range printed on the vial of test strips. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Control solution lot #(B)(4).